Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse shoulder replacement; dr. (B)(6), (B)(6) private hospital (B)(6) 2018. During above procedure, whilst using above instrument to accurately position 2.5mm guide wire into glenoid surface, the surgeon was unable to advance the guide wire through the central hole of the positioning plate. Surgeon used a "free hand" method to position the guide wire. On inspection, it was found that the hole was "burred" and not a true "circle". This damage would have occurred during a previous case. 1 minute delay to procedure. No ae to patient. Female patient initials e.p., dob: (B)(6)1941.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.